Manufacturer narrative:
Event took place in italy. The facts of the case, relevant tests are currently in process. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). In one case (ba 28 years old performed on (B)(6) 2024) csf reflux negative from sprotte needle, despite epidural space correctly repertorized, with suspension of spinal analgesia and performance of epidural alone.

Manufacturer narrative:
Event took place in italy. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). In one case (ba 28 years old performed on 08/07/2024) csf reflux. Negative from sprotte needle, despite epidural space. Correctly repertorized, with suspension of spinal analgesia and performance of epidural alone.

Manufacturer narrative:
Event took place in italy. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. Adapted, revised current report fu2: no failure pattern, images or video were available for the analysis. Based on new review and research results, the final report was changed in the error/causal analysis, and the imdrf-b code to 4112 (h6). The old report dated 2024-07-26 is therefore invalid. Please use for your evaluations. We apologize for the delay. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
(B)(4). In one case ((B)(6) 28 years old performed on (B)(6) 2024) csf reflux negative from sprotte needle, despite epidural space correctly repertorized, with suspension of spinal analgesia and performance of epidural alone.